Event description:
Following the reported information, the resident slipped out of the sling during the transfer from the living room to the toilet. The resident was already seated on the lifting sling in the wheelchair. One of the caregivers attached the sling clips in the following order: right shoulder, right leg, left shoulder, and left leg, and checked the attachments. Then, the transfer was initiated using the maxi move floor lift. After 2.5 meters, the caregivers heard a bang, and the resident fell from about 1.3 meters because the right shoulder clips came loose (according to the caregivers¿ statement). The resident, who was passive during the transfer, slid down on the side of the right shoulder clip. The caregivers assisted the resident to the floor and then moved the resident to bed. As a consequence of the event, the resident sustained muscle bruising, a bump on the back of the head, and a possible fractured arm (which will be further examined).